Event description:
The customer reported the x2 has a defective speaker. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the x2 has a defective speaker. Sound is not confirmed. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction.